Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an amia cassette had a cut 3 inches from the top; further described as "if it were done by razor". This was noticed during setup; no leak was identified. There were no noticeable damages to the packaging. There was no report of patient injury or medical intervention associated with this event. No additional information is available.